Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result from an accu-chek inform ii meter. The serial number was requested but was not provided. The meter result was 99 mg/dl. The laboratory result was 65 mg/dl.